Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 550cc mentor memorygel breast implant has experienced left-sided breast mass postoperatively. The patient reported noticing a lump on the left breast, and the patient has consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received additional event information that the actual device implantation date was (B)(6) 2011. Healthcare professional reported that the radiology exam indicated left-sided implant rupture. As a result, the patient underwent explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast mass, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review on (B)(6) 2021, mentor became aware that additional event information was omitted in the previous report. The patient underwent replacement with 700cc smooth mentor memorygel breast implants, catalog # shpx700, left lot-serial # (B)(6)and right lot-serial (B)(6) on (B)(6) 2021, and the suspect medical device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4) h3. Device evaluated by manufacturer? Not returned to manufacturer. H6. Type of investigation: device discarded (b18).

Manufacturer narrative:
Mentor received additional event information that the suspect medical device was found to be intact upon explantation. Manufacturer¿s reference number: (B)(4).